Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
(B)(4). During screw insertion the tip sheared off the spring clip driver. The fragment was retrieved and another driver was used in its place. There was minimal delay 5 minutes in the procedure and no adverse outcome for the patient. The surgery was successful. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.